Event description:
The customer reported a boot error message and the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).